Manufacturer narrative:
(B)(4).; unique device identifier (UDI): in the absence of reported part and lot#, UDI can not be provided. Was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina, myocardial infarction, nausea, and stenosis are listed in the promus everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from (B)(4) because boston scientific corporation distributes promus as its own brand labeling of (B)(4) drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, the patient underwent coronary intervention during which a 2.5 x 8 mm promus drug eluting stent (des) was deployed in the distal right coronary artery (rca). A 2.25 x 12 mm promus des stent was deployed in the right posterior descending artery and a 2.25 x 12 mm non-abbott stent was deployed in the saphenous vein graft to the obtuse marginal. On (B)(6) 2015, the patient was experiencing syncope and external chest discomfort with radiating pain to the left shoulder/arm. The patient also reported diaphoresis and nausea. The symptoms were diagnosed a non-st elevation myocardial infarction. On (B)(6) 2015 the patient underwent balloon angioplasty for treatment of in-stent restenosis of the 2.5 x 8 mm promus stent deployed in the distal rca and revascularization due to an occlusion at anastomasis of the non-abbott stent. Attempts to cross non-abbott stents led to a dissection as they would not advance past the ostium of the rca. The procedure ended at this point.